Manufacturer narrative:
B3: exact time of event is unknown. The estimated date was used. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed the reported clinical observation as a foreign material was observed. The device passed successfully the mechanical testing, the needle retracted and deployed, and the function of the buttons worked as intended. Functional testing was performed. The device successfully completed the priming, pretreatment, and treatment sequences as intended. The visual inspection showed that the piece of foreign material was indeed from the distal end of the seal as there was missing material consistent with the shape of the piece of foreign materia. The foreign material was determined to be consistent with the material used in the duckbill seal portion of the manifold assembly

Event description:
It was reported that a fragment resembling silicone was discovered in the device prior to insertion into the body. The procedure was successfully completed using this device without any complications for the patient.

Manufacturer narrative:
Exact time of event is unknown. The estimated date was used.

Event description:
It was reported that a fragment resembling silicone was discovered in the device prior to insertion into the body. The procedure was successfully completed using this device without any complications for the patient.

Event description:
It was reported that a fragment resembling silicone was discovered in the device prior to insertion into the body. The procedure was successfully completed using this device without any complications for the patient.

Manufacturer narrative:
B3: exact time of event is unknown. The estimated date was used. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed the reported clinical observation as a foreign material was observed. The device passed successfully the mechanical testing, the needle retracted and deployed, and the function of the buttons worked as intended. Functional testing was performed. The device successfully completed the priming, pretreatment, and treatment sequences as intended. The visual inspection showed that the piece of foreign material was indeed from the distal end of the seal as there was missing material consistent with the shape of the piece of foreign material. The foreign material (fm) was determined to be consistent with the material used in the duckbill seal portion of the manifold assembly. The fm piece and duckbill component from the returned device were sent to the analytical lab for analysis using scanning electron microscopy with energy dispersive spectroscopy (sem-eds). The examination detected traces of stainless steel on the duckbill, likely transferred from the rigid cystoscope used during the procedure. However, the analysis did not identify a definitive cause for the tear in the duckbill. Based on the findings of the investigation and the information available in the complaint record, the cause of the duckbill seal tear could not be definitively determined. While it is suspected that unknown factors, possibly occurring during the insertion of the cystoscope, may have contributed to the damage, the evidence is insufficient to establish a clear and probable cause. Therefore, cause not established was selected as the most probable cause for the complaint.